Event description:
The following information was provided: operation was revision of patella. When the surgeon opened up the patients knee he found broken bits of poly in the knee. Patient also complained to surgeon she could feel loose bits in her knee.